Manufacturer narrative:
(B)(4). : describe event or problem - additional; device available for evaluation - additional; device evaluation; device evaluated by manufacturer - additional; event problem and evaluation codes - additional .

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of a loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, dexcom territory business manager (tbm) reported a loss of connection that occurred on (B)(6) 2015. The tbm was advised to reset the device which was unsuccessful for the reported issue. No additional patient or event information is available.